Manufacturer narrative:
On 7/21/2017 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis. Failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation. Unconfirmed/no return of device for evaluation. Device history evaluation - DHR review could not be completed, due to product ID unidentified. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Event description:
FDA mw5069412 reports a patient underwent an exam under anesthesia. Leep electrosurgical excision procedure for severe cervical dysplasia. Although the laser coated speculum was inspected before use it was not noted that in the area where the suction attaches to the phalange of the speculum that there was a separation from the phalange and the laser coating had flaked away. At the end of the procedure staff noted the patient sustained 2 superficial vaginal burns (at 3 o'clock and 9 o'clock) which align with where the coating had been compromised. This procedure was done with monopolar cautery. Per operating room staff, patient was properly grounded. The potential coating breakdown is in a difficult place to see if you are not expecting to find it. On (B)(6)2017 customer reports no further information available.